Event description:
It was reported that during the implant procedure, while manipulating the guide wire thru the catheter, the black soft tip got separated from the main sheath. It also broke into multiple pieces during the attempt to snare it and pull it out of the heart. The implant procedure was abandoned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, while manipulating the guide wire thru the catheter, the black soft tip got separated from the main sheath. It also broke into multiple pieces during the attempt to snare it and pull it out of the heart. The implant procedure was abandoned. Further information from follow-up reports that fragments were left in the patient as the physician tried to snare the big pieces but there was only one small piece that could be pulled out. The patient was discharged the next day with no complications and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.